Event description:
It was reported that balloon rupture occurred. The target lesion was located in the shunt vein. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications nor injuries reported. The patient condition was good.

Manufacturer narrative:
E1: updated: physician's first name

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the shunt vein. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications nor injuries reported. The patient condition was good.